Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: the pull rod is broken or cracked at the interface to the jaw axis. In addition, the pull rod was found severely deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the broken pull rod which can be attributed to application of excessive force. It is possible that a damage to the jaws was caused during reprocessing. This type of breakage indicates a massive impact by force, which can only occur when the jaws are wide open. However, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during an unspecified therapeutic procedure using the jaws "hiq+", 5 x 330 mm, grasping forceps, croceolmi, it became impossible to grasp. "Abnormal noise" was reported. The shaft of the unit separated from the moving part of the jaw, and did not interlock with the handle operation. It was stated that "fracture surface" was not visible and deformation of the combined sheaths was confirmed. The procedure was completed by replacing the equipment with similar equipment. It was also stated that the at the time of the report, the hospital could not confirm the parts had not been retained in the patient, and it was being treated as if the devices had fallen into a body cavity. Additional information was requested multiple times, but was not received. This event involved 3 devices. Patient identifier (B)(6) is for the jaws "hiq+", 5 x 330 mm, grasping forceps, croceolmi. Patient identifier (B)(6) is for the shaft "hiq+", 5 x 330 mm. Patient identifier (B)(6) is for the handle "hiq+", ergo s, unipolar.

Manufacturer narrative:
Full facility name: (B)(6) hospital the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.